Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient¿s heart rate was in the 30's. An interrogation showed the right ventricular (rv) lead had possible intermittent capture; potential loss of capture, and had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.